Event description:
During review of the event history log, the baxter technician reported a colleague infusion pump with a 808:09 failure code, which interrupted delivery. It is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was fluid intrusion on the pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 6.63.92should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.